Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure may have occurred. Should additional information be received regarding a revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted. (B)(6). This report is number 3 of 3 mdrs filed for the same patient (reference 1825034-2016-03484, 03485 and 03490). Product location unknown.

Event description:
Patient was revised due to unknown reasons. During the procedure, all components were removed and replaced with cement spacer molds.